Manufacturer narrative:
Problem code 2981 for the reportable issue of distal tip bent. Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. The guidewire was noticed to be kinked. A functional evaluation was also performed and the balloon was inflated up to its recommended inflation volumes and no issues were noted; there were no leaks, holes, pin holes noted and the balloon was able to hold the pressure. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastroscopy procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon could not be inflated. It was noted that the wire was kinked at the balloon portion of the device. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastroscopy procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon could not be inflated. It was noted that the wire was kinked at the balloon portion of the device. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.